Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 550 mg/dl. Cause of high bg was not being able to perform basal delivery. Reportedly customer applied manual injection to address the issue. Reportedly, the customer replaced the cartridge and continued insulin therapy.